Event description:
It was reported that the right ventricular lead exhibited increasing thresholds. A lead fracture was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.